Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06810. It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 6.0x100, 135cm mustang balloon and a 4.0mm x 100mm x 150cm sterling sl balloon catheter were selected to dilate the target lesion. However, during procedure, the wire got stuck in the balloon. It happened to both the balloons. The physicians removed everything, inserted a new wire and completed the procedure with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received along with a guidewire. An examination of the balloon catheter found that the shaft was severely twisted at the base of the hub inside the strain relief. As a result it was not possible to pass the guidewire through this damaged section of the device. An examination of the guidewire found no kinks or damage. An examination of the guidewire found no kinks or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: the outer diameter of the guidewire that was returned with this device measured 0.017inch however, the recommended size use for this device is 0.035 inch. One possibility is that the device did not have enough support while advancing along a smaller od wire and this resulted in the shaft twisting near the hub due to lack of support for a larger recommended size guidewire. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06810. It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 6.0x100, 135cm mustang¿ balloon and a 4.0mm x 100mm x 150cm sterling¿ sl balloon catheter were selected to dilate the target lesion. However, during procedure, the wire got stuck in the balloon. It happened to both the balloons. The physicians removed everything, inserted a new wire and completed the procedure with another of the same device. No patient complications were reported and the patient's status was fine.